Event description:
Reportedly an unknown edwards device was explanted due to unknown reasons. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: (2800, 27mm caliper) heavy calcification is evident in the cusp area of all three leaflets. In the free margins, calcification is heavy leaflet 2 and 3, moderate to heavy in leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Host tissue overgrowth is minimal to moderate at the tissue inflow. It encroached onto the tissue and into the orifice by the greatest distance of approximately 2mm. At the outflow, minimal host tissue overgrowth encroached onto the tissue by 2mm. Host tissue is moderate to heavy at the stent inflow and minimal at the stent outflow. The wireform is exposed at the outflow aspect, due to cuts in the fabric. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 27 mg/dl and 121 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.